Event description:
Complainant alleged that while analyzing the heart rhythm of a pt (age &gender unk), the device gave a "no shock advised" determination for what clinicians believed was a shockable rhythm. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.